Event description:
The customer reported that drive support cap fell off. Troubleshooting could not be performed as customer did not have time when she called, and she will disconnect from the insulin pump and contact her doctor for a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.